Event description:
It was reported that the device has a display issue. Customer reported that the device is "reading bad sensor and display is messed up." No patient information is available.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.